Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 258111000 sp2 tibial radel impactor. Examination of the submitted impactor confirmed a fracture across the slot that connects with the universal handle. The device is not cracked as reported. The instrument shows signs of wear from normal use and servicing. This device is subjected to heavy loads during use and overtime these can result in this failure mode. Changes to the design were initiated (B)(6) 2007 (eco 232309) in an effort to make this instrument more robust. The first lot manufactured to the new design was date code (B)(4). Due to the risk level associated with this failure mode no further design changes are being pursued at this time. The root cause is attributed to damage/wear from normal use and servicing complaint trends will be monitored by post market surveillance through sep-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
.It was reported that the top portion of the sigma white tibial impactor where it will contact the insertion handle was cracked. There are no pieces broken off and no surgical delay happen.